Event description:
It was reported that the customer passed away. The cause of death was cardiac arrest. The cardiac arrest may have been the result of prolonged diabetic ketoacidosis. It was reported that the customer have not been utilizing insulin pump therapy correctly. That is, the customer may not have been testing her blood glucose or changing her infusion sets as often as recommended. Several lifestyle and personal issues may have also contributed to the customer's lack of blood glucose control. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.